Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the scissors would not open. A replacement unit was used to complete the procedure. There were no pt effects. The product is returning.

Manufacturer narrative:
Investigation: a functional test revealed that the scissors do not open and close. When the scissors handle was opened the shaft separated from the hub with a clean detachment. Some adhesive was visible on the shaft. The scissors tip was bloody and were able to be opened and closed manually. Internal file number - (B)(4).